Manufacturer narrative:
Device evaluated by manufacturer: visual and microscope examination of the returned device revealed that the distal tip was found curved, wavy and stretched about 7.0 mm toward its proximal portion. The protection wire was kinked in four places, measured from the proximal end of the nose cone and the kinks were located about 8 cm, 58 cm, 115 cm coiled around and 132 cm. The distal tip of the delivery sheath broke off at about 63 mm long at the clear tubing. The clear tubing was stretched about 35 mm long from the blue pebax tubing. There was blood present through out the sheath. The filter bag was intact and in good physical condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is use/ user error as the dfu states "always use a filterwire ez system compatible retrieval sheath to remove the protection wire. Pulling an open filter through a stent should be a last resort for retrieval as it may lead to entanglement with the stent and possible filter loop detachment." (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, a portion of the sheath detached and removal difficulties were encountered. Access was obtained through the right groin. The 90% stenosed target lesion was located in the moderately tortuous vein graft from the obtuse marginal to the circumflex artery (cx). The 190cm filter wire was advanced but could not cross the lesion. The device was removed and the lesion was predilated with a 2.0x15mm apex balloon. When the physician went to re-advance the filter wire, the delivery sheath detached. They re-prepped the filter wire, put the delivery sheath back on and advanced it across the lesion. The physician encountered significant resistance while pulling back on the delivery sheath to deploy the filter. After pulling hard, the basket fully deployed. Next, a 23x3.0mm promus stent delivery system (sds) was advanced on the wire but there was resistance before reaching the lesion. The sds was removed as a unit with the filter wire which was in an open loop state. Once outside the patient, the devices were separated and it was noted that a piece of the delivery sheath had sheared off and remained attached to the wire. This prevented the promus sds from advancing on the wire. It was also noted that there was a kink in the filter wire, proximal to the basket. It was confirmed that nothing remained inside the patient. To complete the procedure, a new guidewire and another of the same promus sds were used. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a stenting treatment procedure, a portion of the sheath detached and removal difficulties were encountered. Access was obtained through the right groin. The 90% stenosed target lesion was located in the moderately tortuous vein graft from the obtuse marginal to the circumflex artery (cx). The 190cm filter wire was advanced but could not cross the lesion. The device was removed and the lesion was predilated with a 2.0x15mm apex balloon. When the physician went to re-advance the filter wire, the delivery sheath detached. They re-prepped the filter wire, put the delivery sheath back on and advanced it across the lesion. The physician encountered significant resistance while pulling back on the delivery sheath to deploy the filter. After pulling hard, the basket fully deployed. Next, a 23x3.0mm promus stent delivery system (sds) was advanced on the wire but there was resistance before reaching the lesion. The sds was removed as a unit with the filter wire which was in an open loop state. Once outside the patient, the devices were separated and it was noted that a piece of the delivery sheath had sheared off and remained attached to the wire. This prevented the promus sds from advancing on the wire. It was also noted that there was a kink in the filter wire, proximal to the basket. It was confirmed that nothing remained inside the patient. To complete the procedure, a new guidewire and another of the same promus sds were used. No patient complications were reported and the patient's status is ok.